Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues. Accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the volumes showing as infused on the pump have not matched what they expect it to be.